Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es having issue with fractional dosing in the orders. The customer reported that the machine was not registering insulin doses as fractional dispenses and it failed to print labels. Orders from epic and medication settings have been verified as correct and the issue appears to be isolated to the unit. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue was due to the 'fractional dosing' option not being selected when the medication was initially loaded into the medstation. The customer resolved the issue by unloading and reloading the medication, ensuring the 'partial dose' box was checked during the process. The system functioned as intended after the customer resolved the issue.